Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during this procedure a xience v 2.5 x 12 mm stent was deployed in the mid left anterior descending (lad) lesion. There were no pt or product issues noted during the procedure. However, in 2009, the pt returned with coronary stenosis of the target vessel. The stenosis was treated with percutaneous transluminal coronary intervention (ptci). No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the pt effect of stenosis is addressed in the IFU as a known potential adverse event associated with coronary stenting procedures. Although hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment along with restenosis, as potential post-procedure complications associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. In this case, the need for hospitalization appears to have been a secondary effect of the stenosis, which was further treated with ptci. Ultimately, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.